Event description:
It was reported that during the procedure, after successfully placing two 4.0x28 vision stents in the distal right coronary artery, a 4.0x12 vision stent delivery system was advanced without resistance to a lesion in the ostial area of the proximal right coronary artery. While inflating the balloon to deploy the stent, the stent watermelon-seeded (moved) proximally off of the balloon and onto the distal shaft. The physician continued inflating the balloon to 10 atmospheres to prevent the stent from migrating distally off of the shaft. Then a non-abbott snare was advanced, and the stent was snared. The snare, stent, guide wire, and guiding catheter were all withdrawn as a single unit, without resistance. A 4.0x18 vision stent was advanced and successfully deployed at the target lesion. There were no adverse patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The difficulty to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.